Manufacturer narrative:
The device was not retuned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the procedure was a fibrillation ablation procedure in the marshall vein. The instructions for use (IFU), indications section, states: the mini trek ii otw coronary dilatation catheter is indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction (mi), balloon dilatation of a stent after implantation (balloon models 2.00 mm only), balloon dilatation of de novo chronic total coronary occlusions (cto). In this case, it is unknown if the IFU violation contributed to the reported complaint because abbott has not evaluated this use. The investigation determined the reported complaint appears to be related to operational context. It was reported that during a fibrillation ablation procedure in the marshall vein, the 2.00x8mm mini trek ii balloon dilatation catheter (bdc) was advanced to the appropriate place and inflated when an unspecified 0.014 guide wire pierced the balloon. In this case, it is possible that the unspecified 0.014 guide wire was inadvertently mishandled and/or manipulated in such a way that it pierced through the balloon. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that during a fibrillation ablation procedure in the marshall vein, the 2.00x8mm mini trek ii balloon dilatation catheter (bdc) was advanced to the appropriate place and inflated when an unspecified 0.014 guide wire pierced the balloon. There was no reported adverse patient effect and no clinically significant delays in the procedure. Another same size minit trek balloon was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 1494 clarifier- incorrect anatomy manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.